Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI number.

Event description:
It was reported the device was setting off room isolation alarm. No patient injury was reported.

Event description:
Additional information was received. Customer stated that the problem found during a pre-use check. No patient involvement.

Manufacturer narrative:
Device evaluated by manufacturer, h6. Health impact and evaluation codes: updated. D3, g1,2 email is: responses@icumed.com. One device was received. Per visual inspection, water leak from the water tank, pump was not running. Per functional testing, the device failed electrical test on ground bond at 108 milli ohms. The complaint was confirmed. The root cause was power cord resistance was out of specification. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced water tank cover, power cord, reservoir gasket, pump, and o-rings. Perform preventative maintenance (pm) and calibrated. The device passed all functional and delivery tests.